Event description:
The customer reported that the battery failed to charge and that when on ac power and the battery then inserted the unit shuts down.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge and that when on ac power and the battery then inserted the unit shuts down. The failure was verified and the unit was repaired locally by replacing the battery. The unit passed all post-servicing testing and is back at the customer site.